Event description:
The customer's mother reported via phone call that the insulin pump had an unexpected restart alarm. Caller reported that the insulin pump would not turn on. Blood glucose level at the time of the incident was not provided. The customer's mother will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.